Manufacturer narrative:
(B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that upon receipt of unit the claim was confirmed. Evaluation revealed that the lamp in power switch did not illuminate, although the unit generated heat. No physical damage was apparent to the heater body. The unit was tested for temperature performance for periods of 10 hours for 5 days and the unit behaved within specifications, with consistent temperature output. The device history record review shows that the heater was working within specifications at the time of release. The approximate age of the heater is 270 days. The power switch is to be replaced under warranty. Based on the investigation performed, the reported complaint was confirmed. The unit will be repaired and returned.

Event description:
Customer complaint alleges the device heat function cannot be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device heat function cannot be confirmed.